Manufacturer narrative:
Suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. PMA#: den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. When tested as returned, the device did not spray powder. The device was returned with the red activation knob engaged in the handle for activation of the carbon dioxide cartridge and with the on/off switch in the "on" position. The red activation handle was removed. The carbon dioxide was punctured and no carbon dioxide remained in the cartridge. Two catheters were provided with the return. There was powder residue inside the hemospray device at the catheter connection and in one of the returned catheters. The lance position was measured using a tool and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the carbon dioxide cartridge and regulator (lance and o-ring) confirm the device was of the post-CAPA design. When retested with a new carbon dioxide cartridge and activation knob, the device did not spray powder. Air flow was briefly heard during the first button press, but not after. When the new carbon dioxide cartridge was deactivated, carbon dioxide remained in cartridge. The device was disassembled and the tubes were disconnected for removal of the powder. Large clumps of powder were observed in the tube between the powder chamber and on/off valve. The powder was not discolored. A large amount of powder was observed in the tube between the powder chamber and low pressure valve. Powder inside the tube leading from the powder chamber to the small gray low pressure valve can occur if there is a back flow of pressure. Back flow can occur from an internal or clogged catheter, or if the carbon dioxide cartridge runs out of gas. Some large clumps of powder were found in the large cannula of the powder chamber. A visual of the cannula and hole in the bottom of the powder chamber showed it to be clear. The low pressure valve was disassembled and a large amount of powder was found inside. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown. A definitive cause for this observation could not be determined because the actual demonstration testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an educational in-service, the cook sales representative was demonstrating how to use a cook hemospray endoscopic hemostat. There was no patient involvement. The cook sales representative was going over the steps on how to activate and use the product. On the third group of staff personnel [to test the device], the switch was in the closed position and someone hit the button to deploy the powder. Then, someone re-opened the switch and hit the button to deploy powder again. At this moment, the powder went thru the channel [catheter]. After they tried to deploy the powder once more, the device was no longer working as no powder was coming out. This occurred during a product demonstration; no patient was involved.